Event description:
A call to technical services on (B)(6) 2011 states that patient has a medtronic dedicated bipolar lead. Paced bip fine, go proximal to pacing tip no capture 300 ohms, distal to tip no capture 300 ohms, both coils to anodal ring, normal capture, 300 ohms. Also, shock is 17-18 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).